Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240; which occurred on the homechoice during use, during drain 1 of 4. The baxter technical service representative (tsr) advised the home patient (hp) that air has entered the setup. The hp recycled the power and then received a se 2367 alarm. The tsr advised that the hp would need to start over with new supplies and to inform the peritoneal dialysis nurse of the alarm. The tsr had the hp recycle the power again to the press go to start prompt. The homechoice device was operational. On (B)(6) 2011, baxter (B)(4) contacted the hp regarding the reported problem. The hp stated everything is going well, therapy was continued that evening with new supplies. The hp did not notice anything out of place that could have led to the alarm. The hp stated they are currently on antibiotics. The peritoneal dialysis nurse stated the antibiotics were for precaution. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during drain 1 of 4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed on potentially associated lot (h11c26055) with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Customer gender has been updated, it was erroneously excluded within the initial report.